Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant year 1989. Concomitant products: item number:00902603400, item name: femoral head, lot #: unknown. Item number:00653205400, item name: acetabular cup, lot #: unknown.

Event description:
It was reported a patient underwent hip revision approximately 29 years post-implantation due to poly liner wear. Attempts have been made, and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by pictures of the device. Visual inspection identified excessive wear on the liner. Portion of the liner has been worn off. No further analysis could be performed with the images provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.